Manufacturer narrative:
Date of event is estimated. During processing of this incident, attempts were made to obtain complete patient information. Further information was requested but not received. Based on the information received, a single definitive root cause for the issue encountered was unable to be conclusively determined.

Event description:
It was reported that the patient experienced ineffective therapy. Surgical intervention was undertaken on (B)(6) 2023, where the ipg was explanted and replaced for new technology to improve therapy. Therapy was restored post-op.